Event description:
It was reported by the rep that the (1) tlc75 was used during an open bowel procedure. It was reported that the tlc75 jammed and would not fire. There was no consequence to the patient. The instrument was not saved.